Manufacturer narrative:
(B)(4). Two days after the onset of the peritonitis event, the patient was treated with vancomycin (the date vancomycin was started had previously been unreported). It was reported that twenty-three days after the onset of the peritonitis event, the home patient completed antibiotic therapy. On an unknown date, the home patient was retrained in proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneally, dose and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.